Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "explanted mdm cup/ liner and accolade stem and head. Replaced with new mdm cup and liner and restoration modular stem / cone body and head. No more information given out by hospital/ surgeon." Spoke to rep. Rep was not made aware of any patient complaints or other cause for revision. However, intraoperatively it was noted that the ceramic head wore through the adm/ mdm poly insert and the mdm metal liner. Rep provided explant pictures and confirmed that no further information will be released by the hospital or surgeon.